Event description:
The scrub tech (st) reported that while cleaning the vision side cart (vsc) after a da vinci-assisted surgical procedure, the monitor fell down and hit her in the head after she pushed it up. This resulted in a loss of consciousness for an unspecified amount of time, and the st was taken to the emergency department (ed). Due to having a blood clotting disorder and taking blood thinners, a head computed tomography (CT) was performed to rule out a brain bleed. The CT was negative, and she was discharged the same day with a diagnosis of a concussion. Despite the injury, she returned to work the following day. The next day, she developed vomiting, difficulty walking, confusion, and combative behavior while at work. She was brought back to the ed where she was informed, she had a traumatic brain injury (tbi) and needed evaluation at a concussion clinic. However, due to personal reasons the st did not get evaluated. The st reports continuing to experience the following symptoms: four blind spots, loss of peripheral vision in the right eye, right-sided hearing loss, chronic vertigo, poor balance, daily migraines, short-term memory impairment, and difficulty with concentration and maintaining her train of thought. The st reported that the vision loss and hearing deficits are permanent. She is also currently in the process of trying to get botox injections, which was recommended by pain management to treat the chronic migraines. Due to the ongoing neurological and cognitive deficits, the st states she no longer physically or mentally is able to perform her previous operating room duties and has transitioned into another role.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The tower monitor was loose, and the vision side cart (vsc) monitor arm was adjusted. The system was tested and verified as ready for use.